Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: after firing, the device could not be removed. It was noted that it only cut halfway. Manual suturing was performed to complete the procedure. Surgery was extended more than 30 minutes as a result. There was no report of tissue damage, or blood loss. Also no further pt details were disclosed, but reported in ok condition.